Event description:
Per staff report, bovie was placed in drape pocket at start of case by surgical tech. Mid way through case a "hole" was noted on patient's right lateral chest wall. Bovie was identified in pocket next to area in question. Bovie was removed from drape pocket and sound on bovie machine was turned up. Physician sutured the hole. Equipment evaluated and no devise malfunction identified.